Event description:
Boston scientific received that the patient with this pacemaker was scheduled for a changeout procedure. The device was thought to have been at a battery status of elective replacement time (ert). The patient's device was interrogated before the changeout procedure. At that time, the device indicated a battery status of beginning of life (bol) with a magnet rate of 100 paces per minute. The local field representative reported that the rate response feature was turned on and longevity was checked and the programmer stated the device had 0.5 years remaining. Technical services discussed that it appeared that the device was nearing or around elective replacement nearing bin and that there might have been some confusion around ern and ert. The representative is to continuing following the patient. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.